Manufacturer narrative:
Section h6 device code '3191' was used as there is no code available for failure to achieve hemostasis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx grip vascular closure device 5f failed to achieve hemostasis. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1909903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. As reported, the mynxgrip vascular closure device 5f failed to achieve hemostasis. There were no reported patient injuries. Additional procedural details were requested but are unknown. One non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing on the balloon of the returned device found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported issues since the sealant and advancer tube were not received, and therefore, a complete physical investigation could not be performed. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed no anomalies. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation of risk, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.